Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of lipids with fat 20%, the pump was programmed to infuse at 0.4 ml/hr., but was found infusing at 16.1 ml/hr. The total volume infused in 24 hours = 10.07ml. There was no patient impact.